Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit experienced a high flow error. It was further reported that the unit would not hold pressure.